Event description:
It was alleged that, "in 2006, the patient underwent left total hip arthroplasty during which a 54mm trident hemispherical shell was placed." It was further alleged that, "subsequent to the surgery, she experienced increasing pain, secondary to a loosening acetabular component possible from a deep infection." In 2007, the patient underwent revision of her left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.